Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Additionally, the device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, shocking and recording functions of the device commensurate with battery voltage. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Therefore, analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observation of oversensing resulting in inappropriate shock therapy.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded two episodes of non-physiologic noise oversensing in primary vector. Technical services was consulted and recommended electrode integrity testing and x-ray evaluation. Additionally, technical services noted the battery consumption is slowly trending up. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. This s-ICD remains in service. Additional information received indicates the patient with this s-ICD received an inappropriate shock. A smart pass episode also revealed some undersensing. Subsequently, this s-ICD system was explanted and replaced without incident. Besides the inappropriate shock and the intervention, no other adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded two episodes of non-physiologic noise oversensing in primary vector. Technical services was consulted and recommended electrode integrity testing and x-ray evaluation. Additionally, technical services noted the battery consumption is slowly trending up. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. This s-ICD remains in service. Additional information received indicates the patient with this s-ICD received an inappropriate shock. A smart pass episode also revealed some undersensing. Subsequently, this s-ICD system was explanted and replaced without incident. Besides the inappropriate shock and the intervention, no other adverse patient effects were reported. Both the s-ICD and the electrode are expected to be returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded two episodes of non-physiologic noise oversensing in primary vector. Technical services was consulted and recommended electrode integrity testing and x-ray evaluation. Additionally, technical services noted the battery consumption is slowly trending up. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. This s-ICD remains in service.